Event description:
It was reported that right ventricular (rv) lead impedance in bipolar has slowly risen since implant and that the rv threshold has also increased over the same time in both bipolar and unipolar. I was also reported that the patient was programmed to unipolar in the ventricle and there was a complaint of occasional palpation type sensation in the chest. It was further reported a decision will be made whether to change rv lead or continue to monitor. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2002 (B)(6). (B)(4).